Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) pump and cylinders due to the ipp not working properly. The patient has had an ipp for almost ten years and while the ipp worked well for some time the patient recently noticed that the ipp wasn't working properly. When the physician tried to inflate the pump, the ipp did not inflate and when the device was replaced fluid loss was confirmed. The original reservoir remained and 2.0cm rear tip extenders were added to the device. No patient complications were reported.